Event description:
On 3/4/2024, it was reported by a facility representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump is pumping very slowly. The case was completed by swapping the device for another one. This was discovered during a procedure, with no reported patient harm. Additional information was received on 3/12/2024: this was discovered during a shoulder and knee arthroscopy.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint was not confirmed. The reported failure could not be reproduced. One unpackaged ar-6485, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and signs of wear and tear were noted. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 31 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped¿no problem found. A clamping test was performed to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with the device pressure. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017.